Event description:
The customer reported that the ready light is on, but unit will not power up, even with a brand new, fully charged and conditioned battery.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation by factor service confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defect in the power generation function of the main board. The main board was replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.